Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional (hcp) on (B)(6) 2017 reported they wanted to make a correction to the details of the event. The event should state later in 2017, the hcp was able to fill the pump after manipulation of the pump, and not ¿unable¿ to fill the pump.  The hcp was able to palpate pump and gently turn it in order to fill. The hcp's concern was there will ultimately be twisting of the catheter and incomplete delivery of intrathecal baclofen to the spinal canal and so a surgical revision was scheduled for next week after consulting with the hcp, who would ultimately perform the procedure. It was noted in the hcp notes from (B)(6) 2017 that the patient was benefiting from intrathecal baclofen, but recently noted has had more spasticity. The procedure noted stated that the pump was found to be flipped, only secured to the underlying tissue with a single suture. The catheter was coiled and the proximal catheter was therefore replaced. The existing pouch had a glistening cover to it, and was removed. A new pouch was placed around the pump. The glistening tissue around the pump also removed to create a better surface for adhesion of the pump pouch. After the surgical procedure, the baclofen pump was programmed and was running at a continuous infusion. The patient was discharged. There had been no recent visits to clinic not due to baclofen refill. The patient's weight at last procedure was (B)(6). No further complications were reported/anticipated.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type catheter

Event description:
Information was received from a user facility regarding a patient receiving an unknown baclofen with an unknown dose and concentration via an implantable pump for intractable spasticity and multiple sclerosis. It was reported the patient had a baclofen pump and catheter system placed in 2015. The patient had a few episodes of pump flip causing a partial catheter occlusion (catheter was found to have minimal kinking and twisting). In 2016, it was not easy to refill the pump and it was found that the pump had flipped. The patient was taken back to surgery for repositioning of the pump and replacement of the proximal catheter. In 2017, they were unable to refill and access the port. The patient complained that spasticity has been worse lately and wanted the dose increased. An x-ray confirmed the pump was flipped. The healthcare professional (hcp) was able to flip the pump back into original position and the pump was filled. Later in 2017, the hcp was unable to fill the pump after manipulation of the pump. The patient was to undergo surgical revision, which was scheduled for the next week. The hcp performed the procedure and the pump was found to be flipped and only secured to the underlying tissue with a single suture. The catheter was coiled. The existing pump was repositioned and the proximal catheter was replaced. The hcp noted that several additional sutures were placed to further cinch up the space around the pump. The patient was transferred to the recovery room in good condition and the pump was programmed and running at a continuous infusion. The device was not available for evaluation. The event resulted in other serious medical event. No symptoms reported. Event date was 2016. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional on 2017-dec-28 reported the procedure noted did not specify more than the "glistening" cover to the pouch. The physician described the tissue around the pump was glistening. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional on 2017-dec-07 reported they was no specific caused mentioned in record by healthcare professional (hcp) for the cause of the flipped pump, catheter occlusion and coiled catheter . It was noted that the medwatch report has been updated to indicate that the hcp was able to fill the pump at the ¿later in 2017¿ visit. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from business partners (saol) indicated the patient was receiving gablofen (baclofen) 500mcg/ 10000mcg intrathecal solution. The patient started the use of gablofen (baclofen) on (B)(6)2015. At time of report on (B)(6)2017 the patient was on 30.02mcg/day of gablofen (baclofen) with simple continuous infusion. The healthcare professional (hcp) reported (B)(6)2017, they ¿very gingerly were increasing the patient's dose of intrathecal baclofen/gablofen. It was noted that complication was the pump was flipped, which was repaired (B)(6)2016, and was continued on intrathecal therapy without change in baclofen/gablofen dose. On (B)(6)2017 during a pump refill visit, it was found that the patient¿s pump had flipped and the hcp was able to flip the pump back into original position and the pump was refilled. Baclofen/gablofen dose was increased from 27 mcg per day to 28.47. On (B)(6)2027 (thought to be 2017 not 2027) the dose was increased to 30 mcg/d. On the next visit (B)(6)2017, the pump was found to be flipped again. The hcp was able to refill pump after some manipulation. The gablofen/baclofen dose was at 30.02 mcg. The patient was scheduled for pump revision procedure for (B)(6)2017. It was noted that the gablofen/baclofen was not discontinued. For the reports of worsening spasticity, it was noted that on (B)(6)2017 the patient was benefiting from intrathecal baclofen, but recently had noted that they have had more spasticity. It was noted that at visits in (B)(6) 2017 the hcp was able to manipulate the pump as previously noted so the patient could receive gablofen/baclofen, but the hcp at visit on (B)(6)2017 the hcp was concerned there would be ultimate twisting of the catheter and incomplete delivery of gablofen, so surgery was scheduled and performed on (B)(6)2017 as previously noted to reposition the pump and to replace the proximal catheter. No further information was available as the patient was not due for pump refill nor has the patient been in contact with clinic regarding issues. Concomitant medications included excedrin as needed, calcium carbonate, vitamin d3, celexa 10mg daily, tysabri 300mg intravenous every 30 days, oxybutynin, and miralax. Patient information was provided. Dates of admission/discharge was (B)(6)2017 (pump revision), (B)(6) 2016 (pump revision) and (B)(6)2015 (implantation of the pump). Admitting diagnoses was (B)(6)2017 (pump adjustment-spasticity), (B)(6)2016 (baclofen/gablofen pump flipped) and (B)(6)2015 (spasms of muscle). No further complications were reported/anticipated.